Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. As a result, a revision was performed and the ra lead was removed and replaced. The product was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Puncture holes were noted in the insulation; and, blood/body fluid was noted in the lumen due to the punctures. Resistance testing found the lead was electrically continuous. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to confirm the reported product performance issue allegation.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. As a result, a revision was performed and the ra lead was removed and replaced. No additional adverse patient effects were reported.